Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn. Device evaluation indicated that the device passed all tests performed. The device revealed no anomalies.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.